Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was cystocele, stress urinary incontinence and bladder tumor. ­­­­­­­­­the procedure performed was cystocele repair, bladder neck suspension/sling, transurethral resection of bladder tumor with fulguration.